Manufacturer narrative:
The upper portion of the zi abutment was returned with the crown still attached. The lower portion, and the abutment screw, was not returned. Visual inspection revealed the abutment fractured above the internal lobe connection; the fractured surface area was uneven. An x-ray capturing the lower portion of the abutment and screw attached to the implant was also returned. Visual examination of the x-ray revealed that the abutment is seated correctly; however, the modification details cannot be seen on the x-ray. Modification can lead to abutment fractures. Due to the inherent nature of materials used for ceramic abutments, failures of this nature are not unexpected. The root cause of this event is likely attributed to user technique and/or operational context. This product is supplied by keystone dental as a non-sterile device. (B)(4).

Event description:
The complainant reported that a pt had an implant and a prima zi abutment placed (B)(4) on (B)(6), 2010. The abutment was reported to have fractured on (B)(6), 2011. There was no indication from the complainant of any adverse effect to the pt as a result of the reported abutment fracture.